Event description:
During use, the 2.0x150mm sleek over the wire balloon catheter fractured in an anterior tibial artery. The balloon was caught on a piece of calcium and would not dislodge. This caused the patient to be transferred to (B)(6) hospital for surgical remove of the balloon. There were no other reported complications. The device will not be returned for analysis.